Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device was in for repair before but for an unrelated problem. Visual and functional checks were performed, the customer¿s reported problem could not be confirmed as the pump was functioning properly. The cause of the issue was user related, therefore no further actions will be taken.

Event description:
It was reported that the device exhibited an ¿overpressure alarm¿. There was unknown patient involvement reported.